Manufacturer narrative:
Philips in the process of obtaining more info and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.

Event description:
The customer called the remote technical assistance center and reported they did not have audio on the vm6 monitor.